Manufacturer narrative:
Bahadir öz. Minimally invasive adrenalectomy for the treatment of large pheochromocytoma: a single centre exper. 2025. 2026 journal of minimal access surgery / published by wolters kluwer - medknow medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study analyzed the outcomes of patients who underwent minimally invasive adrenalectomy for the surgical excision of large pheochromocytoma (pheo) between january 2007 and december 2023. It was noted that dissection was accomplished with a device or a competitor product. There were 75 patients included in the study and complications included conversion to open surgery, prolonged surgical durations and longer hospitalization secondary to uncontrolled bleeding. Title: minimally invasive adrenalectomy for the treatment of large pheochromocytoma: a single centre exper author: bahadir öz date of publication: 18 mar 2025